Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 28 mg/dl at the time of the incident. The customer was at 262 mg/dl at the time of the call. The customer was given glucose tablets and a glucagon shot to treat. The customer experienced symptoms such as being unresponsive and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated they got a motor error alarm during the fill tubing process. The customer gave themselves a bolus and did not eat. Troubleshooting was completed and no issues were found. The customer treated their high with manual injections. The insulin pump will not be returned for analysis.